Manufacturer narrative:
(B)(4). Method: device evaluated by an external lab. Results: surgical conversion to open repair, endoleak. Cause of event is unknown. Conclusions:cause of event is unknown.

Event description:
An endurant stent graft system bifurcated was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was documented that all four stent grafts were explanted, approximately 2 years after implantation. It was reported that there was a type I endoleak present. No clinical sequelae were reported. An external lab has performed the explant analysis. The conclusion is as follows. The analysis of both macroscopic and microscopic explant 13ep14 revealed the presence of structural damage to the explant and the specificities of this model stent. Structural lesions are minor and do not harm the in situ behavior the stent graft. The analysis of the explant does not establish a causal relationship between faults observed structural and explantation for type I endoleak of this stent graft. The main body of the bifurcated explant comprises a tubular section on a diameter of 30mm length of about 5cm, then bifurcating on two legs 14mm diameter. The iliac limbs (legs) have length 3.5 and 8.5 cm.